Manufacturer narrative:
(Manufacturer narrative = t, corrected data = t) internal report #(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care. Correction: correct the mlurc on section h10.

Event description:
Consumer reported complaint for erratic blood glucose test results accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling weak, tired and experiencing back pain. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During call on (B)(6) 2018, a blood test was not performed. The test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer called in complaining that the meter is reading erratic. Customer states that when she tests back to back the meter gives her different results. Proceeded to troubleshoot, customer was upset and kept asking why she needs to go through that and that all she wanted was a meter (and that she was feeling sick). Customer states she felt symptoms but did not confirm rather her symptoms was related to her blood sugar or the device. Customer disconnected call as I attempted to obtain her information.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: lab results: the end user is comparing results obtained from trividias's bgm system to the results from the laboratory. Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for erratic blood glucose test results accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling weak, tired and experiencing back pain. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During call on (B)(6) 2018, a blood test was not performed. The test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer called in complaining that the meter is reading erratic. Customer states that when she tests back-to-back the meter gives her different results. Proceeded to troubleshoot, customer was upset and kept asking why she needs to go through that and that all she wanted was a meter (and that she was feeling sick). Customer states she felt symptoms but did not confirm rather her symptoms was related to her blood sugar or the device. Customer disconnected call as I attempted to obtain her information.